Manufacturer narrative:
This product is expected to be returned for analysis. This investigation will be updated upon the conclusion of analysis.

Event description:
Boston scientific received information that during a therapy upgrade procedure, this lead was encountered insulation damage from the run-through wire. Due to the inability to find a good branch to implant the lead. The physician elected to use a different sized lead, and the lead was explanted. The insulation damage was then discovered. This was an attempted implant and the lead was never inservice. No adverse patient effects were reported.

Manufacturer narrative:
It is unclear on whether the product will be returned as it remains in the hospital's possession. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed and reviewed. Analysis confirmed the reported observations of insulation damage. Analysis also revealed that the insulation puncture was consistent with the wire escaping the lumen.